Event description:
The customer reported the system would not save images. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and found the image storage area on the hard drive was full. A ge rep removed excess image files. The system operates as intended.